Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional upon receipt. Device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the electrode belt ECG and therapy electrode cables were severed and missing. The root cause for the missing cables could not be positively identified but was likely excessive force while removing the device from the patient. There is no indication of any device malfunction while the lifevest was in use by the patient. There is no indication that the treatments during asystole caused or contributed to the patient death. Device MFR date(s): monitor sn (B)(4) - 07/2013, electrode belt sn (B)(4) - 07/2011.

Event description:
A zoll distributor reported that an (B)(6) male patient passed away on (B)(6) 2015 while in a nursing facility. The patient was found unconscious on the floor by a nurse. Ems was called. The lifevest delivered three treatments at 02:55:33, 02:57:55, and 02:58:19 on (B)(6) 2015. The rhythm at the time of the treatments was asystole. The patient remained in asystole after the treatments. Asystole is considered a non-treatable rhythm. Oversensing of small cardiac signal contributed to the false detections. The device was shutdown at 07:04:06 on (B)(6) 2015. There is no indication that the treatments during asystole caused or contributed to the patient's death.